Manufacturer narrative:
Document review: amistem h femoral stem size 8 std - ref. 01.18.138/ lot 112807 (30 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. Sixteen stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the cause of the subsidence is unknown and we do not have evidences that the event is device related; this is a known complication of thr.

Event description:
The patient had a luxation due to subsidence of the stem. The stem and head were changed.